Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Event description continuation: carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: cordis 9 french sheath (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. During ablation in the right ventricle, a steam pop was heard. Approximately 5-7 minutes later, an effusion was detected via intracardiac echocardiogram (ice). Protamine was administered for heparin reversal. Pericardiocentesis was performed and yielded approximately 100 ml of fluid and drain was left in place. Patient was reported to be in fairly stable condition. Patient required extended hospitalization (overnight) as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, as a steam pop was heard. It was noted that the physician does not believe that a bwi product was responsible for the injury. No transseptal puncture was performed. Sheath used was a cordis 9 french. Ablation was performed at 30 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during ablation. Irrigated catheter flow was set on standard smarttouch sf settings. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. It was noted that the act was 190 seconds at the time of the pericardiocentesis. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was not zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).